Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01133. It was reported surgical intervention was undertaken on (B)(6) 2014. The scs system was explanted as a result of a superficial ipg causing pain at the site. It was further reported the system no longer provided pain relief and the pt opted to have it removed in its entirety instead of revised. Product will not return to the manufacturer.